Manufacturer narrative:
Concomitant medical product: 6944-58 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads fractured. The ra lead was explanted and the rv lead was capped; both leads were replaced. No patient complications have been reported as a result of this event.